Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer alleged the insulin pump over delivering because sudden drop of blood glucose levels from high to low. Customer experienced low blood glucose of 78 mg/dl and treated with food. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis but reservoir will not be returned for analysis.